Event description:
A user facility submitted a repair request to the olympus service center, on the tracheal intubation fiberscope for air/water leakage. Upon inspection and testing of the customer returned device, the coating of the scope insertion guide serpentine tube was found peeled off. (1-2mm or more). This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, water tightness not maintained due to breakage of the insertion tube, bending angle insufficient due to elongation of the angle wire, coat of the insertion tube came off, rupture of the flexible tube of the insertion site, liquid leakage observed in operation part, mark peeling of the operation part, curved rubber adhesive missing, scratches found on the eyepiece, scratches found on grip, scratches found on angle lever, scratches are found on the up/down plate, scratches found on the vent metal under the grip, mark peeling of the fixed ring, and peeling of the indicator on the base of the light guide mounting part. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported event (coating of the insertion guide serpentine tube peeled) was due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.